Event description:
It was reported that the customer experienced a possible occlusion on the reservoir, infusion set, or insertion site. The customer's insulin pump reportedly alarmed no delivery and the customer changed the set twice. During a 5.0 unit fixed prime, insulin did not exit. The no delivery alarm was cleared. The infusion set cannula was stated not to be bent. The customer did not have enough insulin in the reservoir to run another 5 unit fixed prime. The customer was able to run the 5 unit fill cannula and received another low reservoir alarm. The customer's blood glucose was 95 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.